Event description:
Arthritis in both knees [arthritis]. Swelling [swelling]. Joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) male pt, initials unknown, with gonarthrosis. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) at a dose of 2 ml once in a week, in an unspecified location. The lot number of synvisc was not provided. On an unspecified date, the pt developed arthritis in both knees and swelling. The event of arthritis in both knees was assessed as medically significant. On (B)(6) 2012, arthrocentesis was performed and 2 cc of red and thick joint fluid was aspirated. On an unspecified date, the pt's c-reactive protein (crp) value was more than 15. The action taken with synvisc treatment was not provided. The outcome for the event of arthritis in both knees and swelling was not yet recovered as of (B)(6) 2012. The outcome for the event of joint effusion was not provided. Concomitant medications were not provided. The intensity for the event of arthritis in both knees was assessed as severe and for the events of swelling and joint effusion was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis in both knees as definite and did not provide the relationship between synvisc and the events of swelling and joint effusion.

Manufacturer narrative:
The qa (quality assurance) results were received on (B)(4) 2012. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.